Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the remote manager on the fridge kept failing when removing medications from the fridge. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the remote manager on the refrigerator was repeatedly failing when medications were removed. The field service engineer (fse) worked on site with the customer to troubleshoot the issue and identified a possible loose internal cable within the remote manager. The fse replaced the latch and internal cabling; however, the remote manager continued to fail. The original latch and cabling were reinstalled, and the unit was reset and tested thoroughly, with no further issues observed. The device was reassembled and rebooted. A half-height drawer was successfully assigned without issues, and the customer tested the drawer and confirmed proper operation. The system functioned as intended after field service engineer repaired the device.